Event description:
During preparation for use of the device for cardiopulmonary bypass, the electronic gas delivery module would not calibrate. Manual adjustment of gas flow rate and fio2 remained available. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.